Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2022-00135. It was reported that during an ipg replacement on (B)(6) 2021, one of the extension was broken inadvertently. None of the extension was explanted. It¿s unknown which extension was broken, and both are being reported.